Event description:
This case was initially received via regulatory authority (B)(6) on 28-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("pain (unspecified area / lower part)") and genital haemorrhage ("hemorrhages") in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("performed a metal allergy test and she is allergic"), adnexa uteri pain ("ovarian pain"), headache ("headache") and urinary tract infection ("has urine infections / has urine infections every 15 days"). The patient was treated with surgery (removal of essure will be performed). At the time of the report, the abdominal pain lower, genital haemorrhage, allergy to metals, adnexa uteri pain, headache and urinary tract infection had not resolved. The reporter provided no causality assessment for abdominal pain lower, adnexa uteri pain, allergy to metals, genital haemorrhage, headache and urinary tract infection with essure. The reporter commented: after a year, she complained and the physicians told her that essure could not be the cause. She had already informed that she had an allergy to the buttons on the pants but they told her that there was not a problem. At the moment of the report the patient is 43 years old. The physicians do not know what else they can prescribe to her. She is waiting for the surgery to remove essure (where she will be mutilated). She also commented that she is not crazy, she has been suffering for 6 years, and would have preferred a tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergic to metal, the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 02-mar-2018 for the following meddra pt (excluding this case): abdominal pain lower: 976 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.